Event description:
Upon arriving on location, the bci representative was shown a set of results from a single patient. A result from sampe #1 (initial troponin) was reported a s0.76 ng/ml. The customer repeated the troponin and recovered at 2.13 ng/ml, 0.05 ng/ml and 0.05ng/ml. Sample #2 (second troponin) was collected later and had a result of 0.05ng/ml. A repeat of sample #2 also produced a 0.05 ng/ml result. On the 15th of september, sample #3 was collected and recovered at 0.63 ng/ml. Customer performed a system check and obtained good results (e.g., washed cv 5.5%, substrate ratio 1.02. Calibrations and qc checks looked good. There was no death or serious injury associated with this event, and no treatment was initiated based on the false high results. However, an elevated accu tni result could potentially contribute to treatment decisions that may include cardiac catheterization. Although cardiac catheterization is considered a diagnostic procedure, the invasive nature of the procedure may present a health risk to the patient.